Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm) showing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully initiated a new sensor session.